Event description:
Pt reports that pump freedom 60 spring broke and pt lost pressure and medication stopped infusing. Pt did not mention if he was able to finish infusion. Pump is being replaced and defective one is being returned. No mention of any adverse effects. No other info known. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? No. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.